Manufacturer narrative:
Kaz USA, inc. Has requested that the product be returned to our company for testing, but the unit has not been received.

Event description:
A consumer reported that their thermometer was giving false negative readings on their infant. The device allegedly was reading 5 degrees lower than the patient's actual temperature. The child was seen by a doctor, where it was confirmed that he had a fever. No adverse event occurred, and the patient is doing well. Kaz USA, inc. Has requested that the product be returned to our company for testing.